Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post the implant of this 18mm mechanical valve, the valve was explanted and replaced with a 16mm mechanical valve of the same model due to obstruction of coronary artery by the valve. According to the surgeon, a 20mm's sizer passed through easily before suturing. No additional adverse event was reported.